Manufacturer narrative:
(B)(6). The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. The oxygen gas module was installed in a reference system for simulated-use testing. The pre-use checks failed the flow transducer sub-test and several other sub-tests. This failure confirmed the reported error description. The conclusion of the investigation showed that the failures were caused by a broken inspiratory solenoid. The solenoid was observed as not closing the valve in it's resting position. The inspiratory solenoid is part of the gas module and is part of the valve that regulates the inspiratory gas flow to the patient. The root cause for why the inspiratory solenoid failed has not been determined from this investigation. If this failure mode appears during ventilation, it may lead to high pressure and high oxygen concentration.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. (B)(4).